Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a insulin pump error alarm and stuck button alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump's time did not advances. Customer did changed the battery but was blank. Customer reported that the screen was not completely blank. Alarm occurred during the time that the buttons were not responding. Customer was advised to remove the battery and they stated that the insert battery alarm did not displayed on the screen. The customer was unable to successfully clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No pump error 68 or frozen screen anomaly noted during testing. Power connector plug in and locked in place properly. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing.